Event description:
Reporter indicated that the site could not establish communication with the pt's generator with their programming system. After troubleshooting was performed, it was determined that the cause of the communication error was most likely due to the programming wand. A replacement was sent to the site. The programming wand was returned to manufacturer. Product analysis is pending.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.